Event description:
Report received of a pt death while the device was in use. The pt was receiving dopamine via a plum a+ infusion device at 18mcg/kg/min. The pt was being transferred from surgery to the cardiac care unit, when it was reported that the tubing separated from the outlet of the cassette. Subsequently, while on transport, the pt did not receive the dopamine. It was reported that the tubing might have been pulled apart during transport. The pt died at an unspecified time later. It was reported that "the pt probably would have died anyway." The tubing was discarded. Though requested, the customer has declined to provide any further info.